Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer had not previously reported or reset the pump for this malfunction, so customer technical support provided pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if the issue reappears.